Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The claimed issue was related to turbine failure. The turbine module generates compressed air and delivers air to the inspiratory gas. A faulty turbine can lead to stop of ventilation. The issue was decided to be reported based on available information as a defective turbine may lead to stop of ventilation. There was no patient harm reported. Identification of issue has been done by analyzing problem description, device's logs and return information note (rin). Based on technician statement, the monitoring pressure transducer test and turbine accuracy test failed during pre-use check (puc). The review of attached log files revealed appearance of technical error, which indicates that turbine module has stopped and o2 is delivered instead. It is worth to mention that this error was the first symptom indicating a turbine defect (before reported by customer monitoring pressure transducer test and turbine accuracy test failure). The turbine has been returned to the factory for analysis. Based on provided rin, the gas turbine test failed during pre-use check. The customer allegation cannot be reproduced but attached log files indicate that the turbine is defective. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
Manufacturer's ref. #: (B)(4).